Event description:
This notification is being reviewed due to a bipap a40 device being returned for foam remediation on this device. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam particles was found inside the device. No significant error codes were noted in the error log. No repairs were completed; the device was scrapped as per customer request. Additional findings not related to the malfunction/issue: the device's rubber feet were noted to be missing. Dust/dirt was noted inside the device. This device will be included in recall z-1958-2021.